Event description:
It was reported that customer received a motor error alarm. Customer was not exposed to magnetic field or MRI. Insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected motor error alarm was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked reservoir but lip, scratched reservoir tube window, cracked battery tube threads, a missing drive support sticker and a missing end cap sticker.